Event description:
The consumer's mother states after her husband attempted to fix the front caster 3 times, the consumer's wheel fell off the chair, causing him to be thrown into a wall and bruise his jaw.

Manufacturer narrative:
Manufacturer spoke with family. The mother alleges a bearing was bad and that the father of user reportedly was making adjustments to the chair. After these adjustments, the wheel allegedly fell off. The consumer went into a wall and sustained a bruise. Information suggests a potential service error. The alleged malfunction is not confirmed. MDR filed as a conservative measure.